Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that an electrode fracture was suspected, however, was not confirmed. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that an electrode fracture was suspected, however, was not confirmed. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified tissue in the shock coil, and surface abrasion in the terminal boot insulation approximately 25 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 25 millimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.